Event description:
Patient was implanted with charite disc in 2005 at l5/s1. Patient reports having continued pain. As an adverse outcome was reported, a MDR is filed to document this event.

Manufacturer narrative:
Little information is known at this time. No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.